Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas, mia jefic reviewed the open call for lls2273. Case #(B)(4) : decentered suction ring placement and adequate suction. Cassini pre-operative registration image notes inferior iris boundary is not visible. Down the pipe image on laser also notes boundary of one quadrant of iris is not visible. Lack of iris boundaries in pre-operative registration image and down the pipe laser image resulted in iris registration failure. Root cause: poor patient head positioning and suction ring placement resulted in iris registration failure. No further follow up required.

Event description:
On (B)(6)2023, dr. Reported to cas that iris registration was not available for procedure ID #(B)(6). Dr. Stated that the toric iol was aligned with the intelli-l but it appears the intelli-l nubs are not as programmed (axis of 8), resulting with a large amount of residual astigmatism.